Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the returned product consisted of an angiojet solent dista thrombectomy system. A visual and tactile examination showed that there appeared to be a kink in the catheter 58cm from the strain relief. Further investigation showed that at the kinked area, underneath braided tubing, the hypotube was broken. The thrombectomy system was inserted in to the ultra console for functional testing. The solent dista would not get into priming mode and further examination observed that it was leaking from the break in the hypotube. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on 09may2016. The physician selected an angiojet solent dista thrombectomy catheter for a thrombectomy procedure in the tibial artery. During preparation outside of the patient the pump set malfunctioned. It was noted to have a fracture of the balloon on the pump set when they inserted it into the angiojet console system. The device was not used in the patient. However, the returned product analysis revealed that the catheter had a kinked area, underneath braided tubing the hypotube was broken.